Event description:
During an ureteropyelography, the conic tip of the c-flex catheter detached spontaneously from the shaft and stayed in the ureter. It was necessary to perform an ureteroscopy to retrieve the lost tip. No additional info forthcoming.

Manufacturer narrative:
The complainant indicated that the device will be returned for evaluation, but has not been rec'd yet; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.